Event description:
It was reported that the patient could not adjust the stimulation on the implantable neurostimulator (ins) and reported seeing a "call your doctor" message on the patient programmer. A power on reset (por) condition was reported. Additional information received reported that reprogramming was done to resolve the issue. The cause of the por condition was that the clinician got too close to the ins with bovine. The por was effectively cleared.

Manufacturer narrative:
Product ID, 3093-33 lot# v963207, implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).